Manufacturer narrative:
Additional information received provided in sections h.6., and h.11. A sample was not received at the manufacturing site for evaluation for the report of knife does not cut; therefore, the condition of the product could not be verified. The reported product¿s lot number did not contain a knife, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo shows list of products. Reported issue cannot be confirmed from photo. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturing products is reviewed monthly to monitor for adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during vitrectomy surgery, the ophthalmic knife did not cut. The surgery was completed on the same day. The details of the patient impact were not reported.